Event description:
Customer reported that she had high blood glucose of 306 mg/dl and the insulin pump alarmed motor error. Customer stated that she had an MRI and did not take the insulin pump off. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents and off no power alarm due to motor error alarm. The insulin pump had a cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.